Manufacturer narrative:
This report is for an unknown locking screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the removal surgery of va-lcp distal humerus plates. When the surgeon tried to remove the medial plate, he couldn¿t remove the most distal locking screw in question. He completed the surgery without removing the screw and the plate. During the surgery, the tips of the drivers (cannulated stardrive screwdriver shaft, t8 and screwdriver shaft stardrive, t8) broke. No further information is available. This complaint involves four (4) devices. This is 3 of 4 for report (B)(4).